Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation in octogenarians. The authors described patients who experienced complications; ten in the octogenarian group and eight in the non-octogenarian group. Periprocedural complications included three pericardial effusions and one deep vein thrombosis. Details on each of the pericardial effusions are as follows. One patient's pericardial effusion was detected immediately following the injection of contrast. Cardiac tamponade required emergency open-chest surgery and emergent pericardial drainage and revealed myocardial perforation at the anterior interventricular sulcus, located between the right ventricular free wall and septum. The perforation was caused by the cutting of the tether of the delivery system. This patient was transferred to the intensive care unit for three days and was discharged two weeks later. Another patient with pericardial effusion developed nausea, diaphoresis, and hypotension shortly after implant and pericardiocentesis was performed. The third patient with pericardial effusion developed at four hours post implant and resolved spontaneously within seven days. During the follow-up period, complications included worsening tricuspid regurgitation, worsening mitral regurgitation, pacemaker syndrome, and pacing induced cardiomyopathy. One device exhibited elevated thresholds. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: efficacy and safety of leadless pacemaker implantation in octogenarians: a single-center experience. Frontiers in cardiovascular medicine. 2025. 12:1571665. Doi: 10.3389/fcvm.2025.1571665 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.